Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Section b3 (date of event ) and b5 were incorrectly documented in the previously submitted report. These sections have been updated.

Event description:
A "replace sensor" error message was reported with the adc device and the customer could not sensor obtain sensor readings. As a result, the customer experienced symptoms described as "unable to move", shaking, cold sweats, a loss of consciousness, and a seizure. The ambulance was called and upon arriving, the customer was treated with 4 cubes of sugar and then transported to the hospital. At the hospital, the customer was hospitalized for 3 and a half days. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer could not obtain sensor readings. As a result, the customer experienced shaking, cold sweats, a loss of consciousness, and a seizure followed by a heart attack. A glucose result of 36 mg/dl was obtained on an unspecified device and the paramedics were called and upon arriving, the customer was treated with sugar and an adrenaline shot. The customer was then transported to the hospital where they were hospitalized and diagnosed with hypoglycemia. No further treatment was reported. There was no reports death or permanent impairment associated with this event.